Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: distal tip issues and failed leak test is due to leaking at biopsy channel, minor dents on c-body and pink probe damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited pink probe damaged, missing ke45 at forceps cover, pinhole on cement at light guide lens. There was no patient involvement.